Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective generator replacement due to eri, a slight tear on the right atrial lead insulation was noted. Due to the patient¿s age and lack of symptoms or adverse events, the lead remained implanted and was successfully covered with medical adhesive and suture sleeve. The right atrial lead was tested through the pacing system analyzer and was found to have excellent sensing and capture as well as stable impedances. The patient was asymptomatic and discharged from the hospital. No adverse events occurred during the procedure.